Event description:
Patient reports 1 cassette not working properly. Patient hooked up the cassette and went through the process. Medication flowed a little bit but it didn't budge. Patient stated everything was clamped like it was supposed to be. Patient felt a little funny for a little bit/panicked. Patient didn't trust using the cassette. Per patient, medication would not flow. She stopped it and re-primed and started with new cassette and felt fine. Cassette information retrieved from patient- date due (B)(6) 2025, sn: (B)(6) and number under the sn is (B)(6). Did the product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Describe in detail any, and all damage to the cassette no visual damage, cassette looked brand new. Has this incident happened within the past 6 months? Yes. Has this patient reported a pump malfunction within the past 6 months: no. Reported to (B)(6) by: patient/caregiver.